Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently not available.

Event description:
Since it was very difficult to access the patient lesion, the doctor opted to use the open technique since he had to pass the same point (suture) several times. However, during this process, the suture ruptured and was necessary to use another one. The affected suture is healix titanio 5.5mm, ref. (B)(4). Complaint is being registered late, since the j&j alert date is (B)(6) 2017 and the information was sent to us on (B)(6) 2017. After registered the complaint, the sales rep. Informed that the product was discarded and t¨he procedure delayed around 30min.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no similar and no dissimilar complaints for this lot of devices with the product code that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete the expiration date is currently not available.